Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is most likely caused by the use of excessive force over the guide pin, the driver tip hitting a flex point of the guide pin, prying and/or leveraging on the guide pin or re-using a guide pin from the single-use disposables kit that had been bent from prior use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via medwatch (mw5070477) "during his post-op recovery period patient was with pain in right thigh. At post-op dr. Visit, it was noted that a large portion of the nitinol guidewire remained in the posterior lateral thigh and likely had broken-off during the insertion of the set screw and it got bent and broke. Patient had guidewire fragment surgically removed the next day." Follow-up investigation: it was reported that on (B)(6)2017 the patient had arthroscopy and acl reconstruction on the right knee. An x-ray was done 2 weeks later during post-op visit due patient having pain in the right thigh and confirmed the portion of the guidewire that broke. The patient had surgery the following day. The surgeon made an incision to access the fragment for removal. The guide wire was disposed of by the facility. The patient is currently in stable condition.